Manufacturer narrative:
(B)(4). The service engineer (se) verified the event and replaced the o2 sensor. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that, while in use on a patient, an 840 ventilator failed oxygen (o2) sensor calibration. There was no patient harm as a result of the reported event.